Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a respiratory endoscopy a portion of the rubber of the forceps plug broke. It fell off inside the body and was not retrieved. The procedure was prolonged less than 30 minutes due to searching for the dropped item and then completed using the same device. There were no reports of patient harm.